Event description:
The peritoneal dialysis (pd) registered nurse (pdrn) reported to fresenius that the patient was admitted to the hospital on (B)(6) 2026 without providing an official diagnosis. The pdrn stated the situation is likely related to slow draining issues. The patient has already undergone three catheter revisions since (B)(6) 2026 for failing to drain properly. The pdrn stating that they are awaiting more information from the physician. Upon follow-up, the patient's pdrn stated that the reason for the patient¿s hospitalization was a malfunction of their catheter (not a fresenius product). The pdrn stated that fresenius products are not related to the reported issue or subsequent hospitalization. The patient remains hospitalized. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".